Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited a bent pin inside the scope socket. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the investigation results, the cause could not be estimated from the information obtained since the actual product was not sent to the shirakawa factory. The root cause could not be identified. Olympus will continue to monitor field performance for this device.